Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as confirm by the physician. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. The explanted lead will not be returned.